Manufacturer narrative:
Block g4: premarket/510(k): k101314, k203162; reported here as this exceeded character limit for the designated. Block h6: imdrf device code a020503 captures the reportable event of packaging no seal. Imdrf device code a1801 captures the reportable event of device not sterile.

Event description:
It was reported to boston scientific corportation that an advanix rx biliary preloaded stent was to be used in a procedure. During preparation, it was observed that the primary packaging was unsealed, with no evidence of heat sealing on the lower portion of the packaging. As a result, the product was deemed non-sterile and unsuitable for use. No patient was involved in this event.